Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a continuous glucose monitoring (cgm) inaccuracy compared to the blood glucose (bg) meter. No injury or medical intervention was reported. Data was not available for evaluation. Confirmation of the complaint of inaccurate cgm values was not determined. A root cause could not be determined.